Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site and found that the tip picked up on an angle causing no fluid to be dispensed into position # 5 of the plate. The fe performed plunger and tip clamp force on all positions. All passed except position # 3. The fe replaced the plunger and tip clamps for position # 3 & 5 and reverified clamping force. All passed. The fe performed several lld checks in diagnostics and oas software without codes. Repairs have returned this instrument to expected operation.